Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that at 19:57 on (B)(6) 2024, the patient developed fever, 39.8°c, wheezing, cough, sputum, phlegm is difficult to cough, restless, pulse oxygen is 76% (under nasal cannula oxygen), and phlegm can be heard between the two lungs, and was transferred to the ICU for further treatment at 21:10 after consultation with the department. After transfer, he was intubated through the nasal trachea, and at 8:28 on (B)(6) 2024, the ventilator showed low tidal volume, the air bag was flattened, and the air bag was still flat after inflation, which was considered to be a balloon leak, and the endotracheal tube was removed. There was patient involvement and no patient harm/adverse effect.